Event description:
Name of procedure being performed: laparoscopic oophorectomy. Detailed description of event: the rep. Was not present for the case. He stated that immediately upon deployment, after the handle was pressed to deploy the bag, the bag fell off the prongs, though the string was still on the shaft. It was confirmed that the bag fully came off the prongs. There were no contents within the bag when the bag fell off the prongs. Per the rep., since the bag was already off the prongs immediately after deployment, there was no chance to even put the specimen in the bag. There was no attempt to unroll the bag and no other instruments were used alongside the inzii. A new inzii was opened up to complete the case. There was no patient injury and the product is available for return. Patient status: no patient injury occurred. Type of intervention: opened up a new inzii to complete the case.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon inspection, engineering noted that the deployment mechanism was deformed at the pawl tip. Based on the condition of the returned unit, it is likely that the reported event was caused when the deployment mechanism was retracted prior to full deployment. This was confirmed by the damage observed on the deployment mechanism. If the device is retracted prior to full deployment, the supports will retract away from the tissue bag and the tissue bag will fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment."

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the evaluation.

Event description:
Name of procedure being performed laparoscopic oophorectomy. Detailed description of event: the rep. Was not present for the case. He stated that immediately upon deployment, after the handle was pressed to deploy the bag, the bag fell off the prongs, though the string was still on the shaft. It was confirmed that the bag fully came off the prongs. There were no contents within the bag when the bag fell off the prongs. Per the rep., since the bag was already off the prongs immediately after deployment, there was no chance to even put the specimen in the bag. There was no attempt to unroll the bag and no other instruments were used alongside the inzii. A new inzii was opened up to complete the case. There was no patient injury and the product is available for return. Patient status: no patient injury occurred. Type of intervention: opened up a new inzii to complete the case.